Event description:
Info was rec'd alleging, the device's audible alarm would not function. The device was not reported to be in use and there was no reported pt harm or injury. During the repair eval, it was discovered that the alarm cable had been cut, re-soldered, and reconnected improperly, causing the alarm failure. The alarm wiring harness assembly was replaced to correct the problem. A request has been made for the return of the wiring harness for further investigation. If pertinent info becomes available, a f/u report will be filed. Prior to the reported complaint, preventive maintenance had been performed on the device on 1/24/2007 and all device functions and alarms were found to operate to spec. The device was then released for return to the customer. It is unk how the alarm cable became cut.